Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they received power system error alarm. The customer's blood glucose was unknown at the time of incident. No trouble shooting was provided to determine if the error has cleared. The reservoir will be returned for analysis.

Manufacturer narrative:
The insulin pump was received with operating currents within specification. The device passed self test, rewind test, prime test, seating test, basic occlusion test, occlusion test, force sensor test and displacement test. The insulin pump was returned for pump error 25. No pump error 25 alarms noted on detailed trace or long trace downloads. Power management tool confirms the unloaded voltage and loaded voltage are within specifications. The device was received with minor scratched display window, case and keypad overlay texture damaged.